Event description:
An olympus representative reported to olympus in behalf of the customer that during an unknown procedure using this evis lucera elite colonovideoscope, the patient complained of discomfort from a loopy bowel so the scope was withdrawn and damage was noted. There was a split on the outer layer of the scope, exposing internal mechanisms. The user changed scope to a smaller scope and started procedure again to look for any scope trauma due to the damaged scope. The findings were unknown at this time. The procedure, as reported, was completed using a similar device. The procedure was delayed. No medical interventions required. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This device has been returned for evaluation. A full technical evaluation was completed and confirmed the allegation. The evaluation found damaged a-rubber, detached bending section, hole in the switch button, and s-connector excessive fluid ingress. During the technical evaluations, third party repair activity has been identified. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon occurred due to the device was damaged at the location of third-party repair. Since menu of the repair was unknown, olympus could not specify the root cause of the event. However, olympus cannot deny possible influence of the repair on the damage of the device. The event can be prevented by following the instructions for use which state: "prohibition of improper repair and modification- this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Updated fields: b5 to reflect the additional information received; h6 to capture pain.

Event description:
Olympus further received information that the intended procedure was a diagnostic colonoscopy. Scope damage, as reported, caused scope-induced trauma to patient's sigmoid colon at thirty (30) centimeter. The trauma was confirmed to be bruise and small tear. It was a mild injury, as reported, and no interventions done. There were no broken fragments in the patient's body found when a different scope was used, and computed tomography scan notes no findings. There was no delay and no serious harm, the procedure was stopped due to pain. The device was inspected before the procedure and all were in good order, as reported. No problems after the colonoscopy, as reported.